Event description:
It was reported that stent damage occurred. The target lesion was located in the lower limb vein. A 12x90/8fr 75cm wallstent uni was advanced for treatment. However, during the procedure, the stent strut was kinked and could not be continued when it was deployed at 40%. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: 12x90/8fr uni plus halo 75cm was received for analysis. A visual examination found the outer blue shaft to be kinked at approximately 100mm proximal of the distal tip. When the investigator deployed the stent of the device, the inner shaft was also found to be kinked at approximately 25mm distal of the proximal markerband. It can be confirmed that before deploying the stent the inner shaft kink would have been located at the same site as the outer shaft kink. This type of damage is consistent with excessive force being applied to the device. The device was received with the stent in the correct position on the device. The investigator successfully deployed the stent without resistance or issue experienced. A visual examination found the deployed stent to be kinked at approximately 25mm distal of the proximal stent wires. The stent wires were also found to be fractured at the site of the kink. It can be confirmed that the kink on the stent would have been located at the same site as the outer and inner shaft kinks when the stent was mounted on the delivery system. This type of damage is consistent with excessive force being applied to the device. A visual and microscopic examination identified no damage or issues with the delivery system or tip of the device that could potentially have contributed to the complaint incident.

Event description:
It was reported that stent damage occurred. The target lesion was located in the lower limb vein. A 12x90/8fr 75cm wallstent uni was advanced for treatment. However, during the procedure, the stent strut was kinked and could not be continued when it was deployed at 40%. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.